Event description:
It was reported by the customer in (B)(6) that postoperatively to an unknown surgery on (B)(6) 2022, it was observed that the hd epscp,4.0,30,167,mitek endoscope device had cracked lens. During in-house engineering evaluation, it was determined that the image on the device was of poor quality. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: distal tip damaged optics damaged fiber damaged seal ring at the proximal end poor image quality. Distal tip ,fiber and optics were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.